Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon was caused by miswiring of the serial digital interface cable at the monitor. However, the root cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the cord to the monitor had to be replaced.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported getting a no input to monitor message. Through troubleshooting, it was eventually found that the sdi (serial digital interface) cable at the monitor was miss wired. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition lcd monitor had a no-input issue. The issue was found during a diagnostic procedure (esophagogastroduodenoscopy). There was a delay of 20 minutes, and the patient was not under sedation. The procedure was completed with the same device. There were no reports of patient harm.